Event description:
It was reported the hub detached from this introducer sheath, outside the pt, during entry for a shunt declot procedure. Another introducer system was used successfully to complete the procedure without any pt complications. The outer sheath of this device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the sheath exhibited a circumferential fracture at the hub, but was still partially attached to the hub. The point of separation appeared to be a smooth fracture. It was noted that the sheath was molded into the hub portion of the device. This device exhibited characteristics consistent with contact with a sharp source, a smooth fracture site. User technique and/or pt anatomy may have contributed to this event.